Manufacturer narrative:
The customer's meter and test strips were returned for investigation and were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using a dade innovin reagent. The meter result was 2.8 inr at 8:42 am. The laboratory result was 3.8 inr at 9:00 am. The laboratory result was believed to be correct. The customer¿s warfarin was adjusted based off of the laboratory result. The customer¿s therapeutic range is 2.0-2.5 inr.